Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During the tavr procedure, a commander delivery system leaked during the deployment of a 26mm sapien 3 valve. The commander delivery system (ds) was prepped normally with 23ml of volume. During the valve deployment, the valve did not inflate. Following the partial inflation of the valve only 14ml was in the inflation device. Another 23ml of volume was added to the same ds and the valve was inflated most of the way. At the end of the inflation, 21ml of volume remained in the inflation device. The valve was deployed in a satisfactory position with trace paravalvular leak (pvl) and a mean gradient of 11 mmhg. The physician was satisfied with the results and the procedure was completed. The patient was transferred in stable condition. Upon removal, the ds was examined. A ¿significant¿ leak was noted at the y-connector.

Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. The commander delivery system was returned to edwards lifesciences for evaluation. During the initial evaluation the following were noted, the stopcock was unable to be removed from the device, the strain relief was jammed into the handle strain relief and a complete break around the shaft was observed. Visual inspection revealed a complete break around the balloon shaft. Dimensional analysis of the outer diameter (od) of the balloon shaft at the break was performed. All measurements met specification. During functional testing, performed at decontamination, the device was able to be fully inflated and hold pressure with no leak observed. In this case, the complaint for leakage was confirmed based on the break in the balloon shaft. Although it is possible that the balloon shaft was bent, kinked or pulled during the procedure, causing the observed damage, it is also possible that a manufacturing related process may have also contributed to the break in the shaft. A definite root cause of the break in the balloon shaft cannot be confirmed at this time. A CAPA has been initiated to further investigate this issue and implement any corrective actions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.